Manufacturer narrative:
(B)(4). This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no confirmed peritonitis reported, it is currently unable to be ruled out as a cause for the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was suspected to have experienced peritonitis coincident with peritoneal dialysis therapy. The event was manifested by fever, abdominal pain, and cloudy effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with reflin 1g (route, frequency, and duration not reported) and tobramycin 1g (route, frequency, and duration not reported) for the suspected peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient remains on antibiotic therapy and is recovering. No additional information is available.